Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the investigation results, a definitive root cause could not be determined. However, it is likely that the peeling off of the coating on the insertion tube was caused by external factors or the handling of the device. The event can be prevented by following the instructions for use which state: "3.2 inspection of the endoscope. 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the bronchofiberscope had a broken fiber. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the connecting tube had coating peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: the light guide bundle had significant breakages, the adhesive on the bending section cover had a chip, the connecting tube had a wrinkle, the connecting tube had a dent, the angulation lever was deformed, connecting tube had a dent, the indication on the grip was peeled, and the universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.